Manufacturer narrative:
(B)(6).

Event description:
The customer called technical support (ts) and reported that the device had a primary alarm failed message. The customer reported there was no patient involvement at the time the issue was discovered. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: the manufacturer's product support engineer (pse) was not able to evaluate the device. The customer didn¿t accept the quote and declined the repair. It is unknown what the outcome of the service event was and no further information was given by the customer. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.